Event description:
Report received of an independent rate change. The customer contact reported that the pump was returned to the central processing department with an unsigned note that stated, "settings do not stay at rates programmed in. It reprograms itself." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no additional info was provided.